Manufacturer narrative:
The agent reported "surgeon had to remove more bone to remove the tap out. Resulting in arg with the revision base plate. Then tightening the arg the tip of 804-06-325 broke in the process.". This event occurred during surgery, near the patient. Significant adverse event was reported by the agent. There was a 15 minute delay in surgery but the surgery completed as intended. The device was inspected prior to use and found to be acceptable. The agent was present when this event occurred and was able to provide another suitable device. RMA examination: the reported device was not returned to surgical for evaluation. The product feedback form indicates the device was lost/discarded. If at a later time the device is returned an amendment will be opened. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. Complaint database review showed no previous complaints that allege this same issue. The revision level or lot number were not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence.

Event description:
It was reported that surgeon had to remove more bone to remove the tap out. Resulting in arg with the revision base plate. Then tightening the arg the tip of 804-06-325 broke in the process.